Event description:
Nurse contacted alere on behalf of patient regarding the results that have been generated in comparison with the lab. Nurse has advised the following information: inratio: 2.3, lab: 1.6, inratio: 2.8, lab: 1.6. Lot: 276743. Each comparison was performed on the next day. Unsure as to the timing between the inratio sample draw and the lab draw.

Manufacturer narrative:
Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Root cause could not be determined from the information provided by the customer. (B)(4). Due to this low occurrence rate, below the action threshold of (B)(4). Corrective action is not required at this time. Data analysis was performed on inr results provided by the customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: none, inratio: 2.3 inr, reference: 1.6 inr, mean: 1.92, confidence limits: 1.3-2.7. Date: none, inratio: 2.8 inr, reference: 1.6 inr, mean: 2.20, confidence limits: 1.4-3.1. Confidence limits = 1.3-2.7. The means of the inratio meter and comparative system inr were calculated all of the inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required.